Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection 1. The component "clevis for threaded rod" (part # 03.312.810.15) is separated from the component "threaded rod" (part # 03.312.810.3). 2. The component "threaded rod" (part # 03.312.810.3) is broken at the point where the diameter reduces to ø3.14mm and the component "pin" (part # 03.312.810.16) is installed to retain the component "clevis for threaded rod" (part # 03.312.810.15). The piece of the threaded rod that was broken off remains in the clevis. Dimensional inspection: using an optical comparator (oc23), the ø3.14mm diameter of the section of the threaded rod where the break occurred was dimensionally inspected. According to relevant drawing the tolerance for this feature is ø3.09mm - ø3.19mm. Results of dimensional inspection: diameter was measured and is within the specification per relevant drawing. Documentation/specification review: relevant document numbers/revisions reviewed; no nonconformances or documentation changes related to the complaint condition. Functional inspection: description of functional inspection the strut was extended/retracted through its full range of length. Additional functional inspections could not be performed due to the product being broken. Results of functional inspection: 1. Pass - the ability to fully retract/extend the strut through its full range of length was not affected by the complaint condition. Conclusion: the complaint condition of broken was confirmed. Upon further analysis it was determined not to be related to the manufacturing process for the following reason: there were no nonconformances during the production of the compliant products. The product passed all inspection criteria and was found to be within specifications at the time it was released to the warehouse as well as during an additional inspection performed on the broken device in this product investigation. The inspection process for the complaint product numbers per brandywine inspection sheet includes a 100% functional inspection, and no nonconformances related to the complaint condition were present for the complainant lot. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Part # 03.312.811, synthes lot # h717740, supplier lot # na, release to warehouse date: 22 aug 2018, manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Corrected data: corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, a maxframe strut w/quick adjust short broke while putting it on manually. There was no danger to the patient. This is report 1 for 1 (B)(4).